Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device manufacturer date: the manufacture date cannot be identified at this time since the serial/lot was not provided. If the serial/lot becomes available, the manufacturer date will be updated. The suspect device was not sent to an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during an unspecified procedure, there was a communication error between the light source and the processor with error code b30 (scope communication error) and error code e216 (scope communication error) occurring intermittently. The errors were traced to the endoscope. The customer was not able to determine which endoscope was in use at the time of the event. There was no harm or user injury reported due to the event. The light source was reported on the medwatch with patient identifier (B)(6).